Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer representative reported following an intraocular lens (iol) implant procedure, since the surgery, the patient experienced glare, foggy and patient had difficulty driving at night, poor vision, grainy, lack of definition when looking at things. The surgeon has referred patient to a neuro ophthalmologist to determine what is going on with her vision. The patient fell in garage because couldn't find the light switch. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that no improvement in the patient vision. The patient vision was 20/200 with the company intraocular lens.